Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed motor communication error alarm. Customer's blood glucose was 9 mmol/l. Device passed the self-test and was able to deliver bolus correctly. Customer was advised to monitor the device. Customer will not be returning the device for analysis.